Event description:
It was reported that during a laparoscopic lobectomy procedure, the shaft of the load where it joined the stapler shaft was observed to be crooked and wobbling. When the surgeon began to fire the load and handle, a significant twitch occurred, prompting the surgeon to stop firing and remove the stapler from the patient. The stapler and reload were replaced with new devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p5j1005) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the stapler and the reload were returned connected. The reload was partially fired with the interlock engaged. The proximal end of the reload adapter was broken. Functional testing noted that the reload was removed from the returned stapler. It was reported that the instrument articulated or straightened during firing, the instrument was bent, and the reload was loose on the device. The reported issues were confirmed. The most likely cause could not be established from the information available. These issues may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.